Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log found evidence of air in line alarm. The device was functionally tested by performing a power-on self-test. The power on self-test verified the reported issue. The cause was determined to be dirty air channels. The air channels were cleaned to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a flogard pump with an air in line alarm. It is unknown what process step this alarm occurred during. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.